Manufacturer narrative:
Corrected information was provided in sections: b2 and h11. The initial decision to report was incorrect resulting in the initial report being submitted in error. This event "visible plume and whiten corneal wound, iridocorneal adhesion" is not considered to be a reportable, as the reported literature article was published beyond 10 year window for literature. No further reports will be scheduled under mfg report num. The manufacturer internal reference number is: (B)(4).

Event description:
In a literature study article, a physician reported that during cataract surgery (without intra ocular lens implantation), a female patient had phacoemulsification of a grade four nuclear sclerosis in the right eye and under topical anesthesia, viscoelastic was injected through a temporal clear cornea incision, and a continuous curvilinear capsulorhexis and hydrodissection were done. At the start of nuclear sculpting, a white plume was visible at the tip of the handpiece and the corneal wound instantly whitened. After shifting from sculpting mode into quadrant removal and aspirating most of the viscoelastic, the surgeon easily sculpted the nucleus in the sculpting mode without any occlusion sound from the system. The procedure was completed with posterior chamber intraocular lens implantation, and the wound was closed with two tight interrupted nylon sutures, but there was also adhesion of the iris to the corneal wound. The iridocorneal adhesion still existed five days postoperatively. The adhesion was separated from the side pore two weeks postoperatively. The corneal sutures were removed. This report pertains to ophthalmic handpiece involved in this reported event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Specific product identifiers (serial number) were not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this serial number cannot be performed as the serial number is unknown. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. There was no product returned. Based on the information obtained, the root cause of the reported event is inconclusive. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).